Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted during a esophageal stenting procedure on (B)(6) 2013. According to the complainant, the indication for the procedure was treatment of stenosis within the esophagus. During the procedure, the stent was placed a bit deeper than intended. The physician attempted to correct the position by grasping the suture with forceps but the proximal end of the stent became damaged. The stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted during a esophageal stenting procedure on (B)(6) 2013. According to the complainant, the indication for the procedure was treatment of stenosis within the esophagus. During the procedure, the stent was placed a bit deeper than intended. The physician attempted to correct the position by grasping the suture with forceps but the proximal end of the stent became damaged. The stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported issue of stent positioning issue. (B)(4) for the reported issue of stent damage. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully deployed. Some of the stent struts on the flared end appeared folded and some of the stent wire was pulled and protruding outwards. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.